Event description:
It was reported that patient enrolled in the (B)(4) registry had the band explanted due to leakage at the injection port. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.